Manufacturer narrative:
The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported an issue regarding the instrument path during a guided tool change. The csr stated that it was unclear whether the issue was caused by the staff. When attempting a guided tool change on universal surgical manipulator (usm) 3, the instrument path intermittently shifted slightly to the left or right, but this only seemed to occur on arm 3. No other issues were noted. The procedure was completed with no reported injuries.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a system test drive, and the system is working normally. The system was tested and verified as ready for use.